Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor was unable to power on. The last pt tu use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. Upon evaluation, the monitor would not power on. The cause of the problem has been isolated to flash components u102 and u105 on computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion. No adverse event resulted form the defective monitor. The last pt to use this device did not report any problems.